Event description:
It was reported that while using bd lsrfortessa¿ so facsflow under pressure sprayed outside of the instrument. There was no customer or patient impact. The following information was provided by the initial reporter: during manipulation of the sheath plenum tank and sheath filter, fluid was spilled over the workstation causing an internal shortcut. The local it personal were not able to salvage the workstation and replacement is needed. Did biohazard leak before or after waste line? No. Was the waste mixed with decontamination or bleach? No, it wasn't waste. Was the customer/bd personnel physically in contact with the fluid? Yes. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." Hand with gloves. Which part of the body was in contact to the fluid? Hand. What personal protective equipment (ppe) was being worn? Gloves. Was there any impact to patient samples due to leak? (If yes, go to patient samples checklist, if no go to question #11) no. Was customer harmed/injured? No. What is the current medical status? (Please describe. No further questions required.) No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Sheath. 4. What is the source of leak -- waste line or non-waste line? Non-waste line. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-11-09 the fse provided the following additional information: was there spray of fluid under pressure? Yes. The liquid was facsflow, not waste.

Manufacturer narrative:
After further review MFR# 2916837-2020-00264 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: 2020-10-16, however, information obtained from customer making complaint reportable was received 2020-11-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd lsrfortessa¿ so facsflow under pressure sprayed outside of the instrument. There was no customer or patient impact. The following information was provided by the initial reporter: during manipulation of the sheath plenum tank and sheath filter, fluid was spilled over the workstation causing an internal shortcut. The local it personal were not able to salvage the workstation and replacement is needed. Did biohazard leak before or after waste line? No. Was the waste mixed with decontamination or bleach? No, it wasn't waste. Was the customer/bd personnel physically in contact with the fluid? Yes. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." Hand with gloves. Which part of the body was in contact to the fluid? Hand. What personal protective equipment (ppe) was being worn? Gloves. Was there any impact to patient samples due to leak? No. Was customer harmed/injured? No. What is the current medical status? (Please describe. No further questions required.) No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line? Non-waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on (B)(6) 2020 the fse provided the following additional information: was there spray of fluid under pressure? Yes. The liquid was facsflow, not waste.